Event description:
A (B)(6) female pt contacted zoll customer support to report an unrelated issue. Upon service investigation a reportable problem was discovered. The pt received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon service investigation, it was discovered that the belt was experiencing fall-off failure. The cause for the fall-off failure is a defective opp-amp component u1 in ECG electrode d. Component u1 was reading low current. The root cause for the defective u1 cannot be positively identified but is likely a result of random component failure. No adverse event resulted from the defective component u1. The pt received a replacement electrode belt.